Event description:
Medline reported the doctor experienced excessive bleeding for the patient and would like it investigated .

Manufacturer narrative:
A complaint was received involving a circumcision clamp associated with excessive bleeding during use. No long-term complications have been reported. The device has not yet been returned for evaluation; therefore, the root cause remains undetermined. Follow-up is in progress to obtain the device and additional event details. This event is being reported due to the occurrence of excessive bleeding.